Event description:
During implant, low pacing impedance was observed on the right atrial (ra) lead. The lead was replaced to complete the procedure. The patient was stable.

Manufacturer narrative:
The reported event of low pacing impedance was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. X-ray examination of the lead found the inner coil was over torqued in the connector region consistent with the procedure damage. Electrical testing performed did not find any conductor fracture but an internal short was found due to the inner coil over torqued in the connector region during the procedure. The cause of the reported event was isolated to the inner coil over torqued in the connector region.